Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that there was no thrombus or any other embolic agents present on the coil detachment zone, the issue occurred in the anterior communicating (acom) artery, the anatomy was not tortuous, and the procedure was completed by pushing the coil out of the microcatheter with the guidewire. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to the reported events ¿device interaction with another device' and 'patient medical or surgical intervention required'.

Event description:
It was reported that during anterior communicating (acom) artery aneurysm procedure, the operator placed and detached the subject coil. After he heard three beeps from the power supply, he pulled the delivery wire back to confirm the detachment. Next, the operator went to remove the microcatheter, and the subject coil was stuck to it. The guidewire was used to push the subject coil out. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during anterior communicating (acom) artery aneurysm procedure, the operator placed and detached the subject coil. After he heard three beeps from the power supply, he pulled the delivery wire back to confirm the detachment. Next, the operator went to remove the microcatheter, and the subject coil was stuck to it. The guidewire was used to push the subject coil out. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.